Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. E1 - initial reporter establishment name: (B)(6). Additional contact information (B)(6).

Event description:
An event occurred on an unspecified event date involving a 8" (20 cm) appx 0.33 ml, smallbore ext set w/microclave® clear, nanoclave® clamp, rotating luer reported that device is leaking. There was unknown patient involvement and unknown harm/adverse event reported.